Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. No physical damage was observed. The customer-reported issue of ¿an overdose was suspected¿ could not be confirmed or replicated. Review of the event history/error log revealed no events related to the reported concern. The root cause could not be identified, as the reported issue could not be reproduced. The device was returned to the customer with no repairs performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an overdose was suspected. The event occurred during patient use, and no patient harm/adverse event was reported.